Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of the valve and creases fold leak test and microscopic analysis was performed which identified: delamination total o the valve , wear abrasion, white calcification like and white particles. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.